Event description:
The customer reported via phone call that she is out of reservoirs and was reusing the reservoir that she had. Customer stated that she had a reservoir that was giving her a no delivery. Customer stated that she was changing the set and she received a no delivery after bolusing. Customer's blood glucose was 250 mg/dl. Customer stated that she tried to change her reservoir back to the old one. Customer will wait for her reservoirs to arrive on wednesday.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.